Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI#: (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who evaluated and repaired the device. On 13 november 2018, it was reported from doctors hospital of augusta that the pins on a mesher would stick and the tray was bent. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device occurred on 27 november 2018 and found that the comb and sideplates were damaged on the device. None of the pretests on the mesher could be done due to the damaged comb. Repair of the mesher on 13 december 2018 involved replacing the worn bushings, sidesplates and the damaged comb. The technician then recalibrated and verified that the device was functioning as intended and the mesher was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 13 november 2018. While the service technician found damaged side plates, which can cause the pins to not latch into place and therefore be difficult to move, and a bent comb, it cannot be determined from the information provided as to how the found failure modes occurred. Therefore, a specific root cause cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the pins got stick and the tray was bent. There were no adverse events that were reported as a result of this malfunction.